Event description:
It was reported that a patient was experiencing wound dehiscence issue. The ipg was explanted and the patient had recovered with no sequelae. The physician indicated that the size of the ipg may have been too big for the patient's small stature. It was protruding at the wound site. The patient was reporting effective chronic pain relief prior to the explant. Hence the patient is awaiting for re-implant following the recovery from the explant procedure.

Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no relevant nonconformities were found.